Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that ¿o2 is not available¿ from the ventilator. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status; however, no new information was provided from the reporter. Due to the lack of additional information, the alleged device malfunction could not be confirmed. It is unknown if any parts or repair have been conducted. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.